Event description:
A malfunction alarm was reported, indicated by malf 1 code, as the customer experienced issues with their pump. Despite the malfunction, there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was provided with instructions to put the malfunctioning pump into storage mode and utilize multiple daily injections as backup therapy while awaiting a replacement pump. A replacement pump was shipped by technical support and the customer was instructed to return the faulty pump using a pre-paid label.